Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the batteries could not be fully charged. Both batteries were charged to a total nominal available capacity (tnac) of 18.0297 amp hours (ah). Both the batteries met the minimum voltage of 12.5 volts direct current (vdc) but failed to meet the minimum conductance of 375 siemens (s). The pst observed the lab use only (luo) test platter to shut down after 44 minutes and 55 seconds of discharge which failed to meet the specification for discharge time for the batteries.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the message, but was able to verify the reported complaint through the battery status registry screen. The last measured discharge (lmd) was less than 18 ampere hours (ah). The batteries would no longer fully charge. He replaced the batteries and performed release testing successfully. The unit operated to the manufacturer's specifications. The suspect batteries will be returned to manufacturer for further evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the unit displayed a 'battery needs service, full back-up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021 the team experienced a situation with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby a 'battery needs service, full backup battery may not be available' message was displayed. The case was completed successfully with no adverse event, no delay and no blood loss.